Event description:
Note: this report pertains to the second of three device malfunctions reported to occur during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00749 and 3005099803-2009-00891 for a description of the other events. It was reported to boston scientific corporation in early 2009, that a resolution clip device was used during a colonoscopy with biopsy and polypectomy procedure. According to the complainant, "the clip was deployed, it closed and immediately fell off inside the patient's colon. The clip was not removed. The procedure was completed with a another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.